Manufacturer narrative:
Corrected information is provided in section d.4. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that patient with iris prolapse underwent cataract surgery, an ophthalmic system exhibited no aspiration in phacoemulsification mode. Surgeon then went from cult step to quad step to clear a clog, and then had a proper aspiration. Surgeon used a suture at of sequence to avoid further prolapse iris. Surgery was completed on the same day and current condition of patient is unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
There was no service record relevant to the complaint reported event, found. All surgical systems are verified to meet specifications after installation and customer-initiated servicing. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history file (dhf) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was not performed. As the unit was manufactured exclusively under specific protocols/surgical procedures protocols, a similar complaint review of the serial number was not performed. The root cause of the reported event is attributed to surgical factors. The device functions as intended. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
G.3: supplemental medical device report (smdr) #02 manufacturing report number 2028159-2024-01255 is being filed to correct the g.3 date on the supplemental report, filed earlier. Incorrect date of 09-16-2024 is being corrected to 09-26-2024. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.